Event description:
It was reported that during the vns procedure, significant adhesions were encountered, resulting in profuse bleeding when major vessels were manipulated on the left side. No other relevant information has been received to date.

Event description:
Internal searches after patient information were provided found that this exact report with no new additional information was precisely captured under manufacturing number 1644487-2023-00770. All future investigation if there are any will be completed under manufacturing number 1644487-2023-00770. No other relevant information has been received to date.